Manufacturer narrative:
(B)(4) for the reported event of "stent migrated." Study source: e7089 short term pancreatic stenting. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2016-00732 and MFR. Report # 3005099803-2016-00733). It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct of the patient on (B)(6) 2015 as part of e7089 short term pancreatic stenting clinical study. According to the complainant, the patient does not have a pancreatic duct stricture, sludge or debris but does have pancreatic stones. The subject does not have a history of acute pancreatitis of an etiology. The stent was not placed prior to extracorporeal shock wave lithotripsy but was placed to drain the pancreatic duct afterwards. Two pancreatic study stents were placed during this procedure. On (B)(6) 2015, the stent was placed with an intraprocedural pancreatogram recorded just before stent placement. The anatomy of the pancreatic duct is pancreas divisum. No biliary sphincterotomy was performed during this procedure, but the patient did undergo a prior biliary sphincterotomy. Furthermore, a prior pancreatic sphincterotomy was not performed but one was performed during the procedure. No previous placed stents, neither biliary nor pancreatic, were removed during these procedures. No biliary stent was placed. Contrast was also injected into the pancreatic duct from the main pancreatic beyond genu to mid-body of pancreas. In addition to the stent being placed the patient also had eswl of pancreatic stones and a basket sweep. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix pancreatic stent was satisfactorily implanted. The duration of indwell is >8 weeks. On (B)(6) 2016, an undesired complete distal migration of the study stent was noted. The patient exited the study on the same day with no further stenting desired.